Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. Customer's husband is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 300 mg/dl. The customer reported symptoms of hypoglycemia often after insulin is administered. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results and reported symptoms. The customer is currently taking insulin to manage diabetes. Customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored by customer according to specification in the hall closet. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is week of (B)(6) 2016. The meter memory reviewed for test results: (B)(6). Adverse event not reported.